Event description:
On (B)(6) 2019, the reporter contacted lifescan USA, alleging inaccurate erratic results on the subject meter of "420 and 250 mg/dl", performed within 20 minutes of each other. This complaint is being reported because the reported results did not meet lifescan¿s precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Complaints relating to the reported meter were evaluated. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue. Complaints related to the reported test strips were evaluated. It was concluded that the number of complaints for the subject test strip lot breached the thresholds set for escalation to further investigation. Lifescan (lfs) therefore conducted performance testing with control solution on retained test strips. The retained test strips passed all testing with no faults found. If lfs obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lfs considers this matter closed.